Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump and was advised to continue using it while monitoring for any recurring malfunctions, with instructions to report back if necessary.